Event description:
It was reported that the patient whit this artificial urinary sphincter (aus) was experiencing recurring incontinence due to urethral atrophy. The aus was explanted and replaced. There were no additional patient complications reported.